Event description:
It was reported that a user experienced sustained high blood glucose with the ilet system while using an infusion set on the abdomen and a dexcom g7, after the infusion site reportedly fell off due to poor adhesion and a subsequent full supply change was performed; blood glucose remained elevated until further troubleshooting and another guided site change with confirmation of insulin delivery through visible drops from the tubing prime. Symptoms included hyperglycemia. Outcomes included no additional clinical impact reported. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or a specific component failure. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.